Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. The customer replaced the central processing unit and the issue was resolved. No parts were returned for philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator display went blank after replacing the power management pcba (printed circuit board assembly). There was no patient impact.